Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: impact of intensive follow-up of cardiac implantable electronic devices via remote monitoring: a pilot study. Heart rhythm o2. 2023; 4:90¿96. Doi: (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding intensive or standard remote monitoring in patients with cardiovascular implantable electronic dev ices (cieds). The authors described remote transmissions which resulted in green, yellow, or red alerts. The types of yellow and red alerts were transmissions for device or lead issues which resulted in either urgent or nonurgent clinical action. The types of tran smissions were due to ventricular or atrial arrhythmias, pauses, sensing issues, or lead noise. The status of the devices and leads is unknown. No additional adverse patient effects or product performance issues were reported.